Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there was no insulin issues and cannula was curved. Caller declined further troubleshooting. Caller reported that customer received no delivery alarms during bolus due to bent cannula. Customer's blood glucose was 411 mg/dl.